Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal and a damaged battery compartment. Error code 46221 was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the expulsor was too high and the root cause. The expulsor and the pwa were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a flow rate problem has occurred. The problem was identified during the maintenance, there was no patient involvement.